Manufacturer narrative:
(B)(4). Date sent: 4/25/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: ecr60b was used for feea in the initial operation. The leak occurred one day after the initial operation. In the first re-operation, the necrotic part was removed and the suture was performed by hand. The leak occurred after the first re-operation, again. In the second re-operation, the additional suture was performed by hand. The patient is in good condition after the second re-operation. Additional information requested but unavailable: what were the indications for surgery? What were the patient preexisting conditions/ comorbidities? Please explain semi open procedure. What was done in the reoperation? Was there any issue noted with staple formation identified? Does the surgeon believe that the device contributed to the post-op issue the patient experienced? What is the current patient status?

Event description:
It was reported that a semi-open procedure on jejunum was performed on (B)(6) 2017. Psee60a and gst60w were used for feea on intestinum tenue. On (B)(6), the patient¿s condition deteriorated, and reoperation was performed. The anastomosis site was found partially necrotic. The procedure for this reconstruction was not confirmed. On (B)(6), another reoperation was performed. No further details are provided from the hp. The patient had been receiving dialysis. The doctor commented that the patient¿s history of dialysis could be the main cause of the deterioration. The patient¿s current condition after the second reoperation is unknown.